Event description:
It was reported that the right ventricular (rv) lead displayed high impedance, oversensing and an inappropriate shock was delivered. The lead was programmed rv tip to rv coil. A lead fracture was suspected. The lead was removed with gentle traction and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).